Event description:
The user facility called to question a possible contaiminated blood sample used on the suspect device intended for blood glucose testing. The reporter said the pt was a premature neonate and the suspect device result was in the 80's mg/dl compared to a reference method result in the 50's mg/dl and a blood gas instrument result in the 40's mg/dl from the same sample. There was a problem with the pt's hemoglobin and pt was given multiple blood products. Controls were in range on the suspect device. The pt is now deceased. The site refused replacement product and felt a contaminated sample was the cause in result discrepancies.